Event description:
It was reported that, during an initial implant, the patient aspirated and the case was aborted. Only the lead implant kit was involved. The patient was intubated and sent to the ICU. Since the patient is no longer working with the local field representatives, the territory manager is unable to report any future follow-up.

Manufacturer narrative:
Investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. A DHR review was not performed as the lot number is unknown and ship history review was not able to be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of illness (general) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. Correction: block a6: updated

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that, during an initial implant, the patient aspirated and the case was aborted. Only the lead implant kit was involved. The patient was intubated and sent to the ICU. Since the patient is no longer working with the local field representatives, the territory manager is unable to report any future follow-up.